Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to improper endoprosthesis component placement and occlusion of native vessel.

Event description:
On (B)(6) 2018, the patient underwent emergent treatment of a ruptured abdominal aneurysm with gore® excluder® aaa endoprostheses. According to the report, the infrarenal aortic neck was measured 10 mm in length. The trunk-ipsilateral leg component was implanted just distal to the renal arteries. After all endoprostheses were successfully implanted, a procedural angiograph reportedly showed a proximal type I endoleak. The physician planned to extend the proximal sealing to the superior mesenteric artery and implanted an aortic extender component (pla280300j/(B)(4)) proximal to the trunk-ipsilateral component. It was reported that the overlap between the trunk and the aortic extender component was not adequate; therefore an additional aortic extender component was implanted at the junction between the first aortic extender and the trunk. Another intra-operative angiograph reportedly revealed the superior mesenteric artery was partially covered by the first aortic extender component. The physician stated he misread the ostium of the superior mesenteric artery on imaging, and inadvertently covered the vessel. Two bare metal stents were implanted in the superior mesenteric artery to restore the blood flow. The procedure was completed with no evidence of endoleak, and the patient tolerated the procedure.